Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella cp support and they had access site oozing. The doctor placed a few more sutures at the impella site. Also, blood products were provided to the patient. Additionally, the patient had a massive ischemic stroke in their right side of the brain. It is unknown if the impella was related to the stroke, and the patient eventually expired. The use of the impella device cannot be conclusively associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation of access site bleeding and stroke/cva has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, the doctor placed a few more sutures at the impella site to stop the bleeding as per the clinical description provided. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14449. E4 should have been left blank. G1 reporting contact fax number missing. H.6 code 1770 and 4617 were reported incorrectly.